Event description:
It was reported that following lead revision to move the leads, they were still placed incorrectly. The pt underwent another surgical procedure to have the leads placed in the correct location. Additional info received reported that pt experienced no stimulation. It was determined the leads moved. The pt had an x-ray, and reprogramming was done as well as surgical revision. The pt was doing well. Reference MFR report #3004209178200805661.